Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. Product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called concerned that her meter was reading too low of results when compared to six different meters. Customer stated that she was comparing meters back to back. Customer stated that she compared the true result to the onetouch ultra the most often and that when the onetouch would read in the 200's mg/dl the true result was reading in the 80's mg/dl.